Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, upon access of the arterial sheath, the 0.035" enroute nps wire lost access, resulting in a dissection in the proximal left common carotid artery (cca). The procedure was converted to transfemoral carotid artery stenting (tf-cas). It was reported that the patient woke up neurologically intact.